Event description:
It was reported through an article identifying that the xience v and xience prime stents maybe be related to the following: cardiac death, myocardial infarction, total coronary revascularization, stroke, and bleeding. The article summarizes outcomes of (B)(4) patients wherein (B)(4) underwent complex percutaneous coronary intervention (cpci). Cpci was compared with non-cpci. The effect of biodegradable polymer drug-eluting stents (bp-des) compared with durable polymer drug-eluting stents (dp-des) on outcomes was similar in cpci and non-cpci patients at 2 years but had inconsistent effects at the 5-year clinical endpoints. Details are listed in the article titled, 'five-year outcomes of biodegradable versus second-generation durable polymer drug-eluting stents used in complex percutaneous coronary intervention'.

Manufacturer narrative:
B2: date of death is estimated as (B)(6) 2015. B3: the date of procedure will be estimated as (B)(6) 2013. D4: the UDI is unknown because the part number and lot number were not provided. The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. A review of the electronic lot history record (elhr) and a lot level similar incident review for this product was not performed because the part and lot numbers were not reported and the product was not returned for analysis. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Literature attachment: five-year outcomes of biodegradable versus second-generation durable polymer drug-eluting stents used in complex percutaneous coronary intervention.